Event description:
In 11/2004, the pt's family member contacted lifescan alleging that the pt's one touch basic enhanced meter would not power on. The medical affairs specialist spoke with the pt's family member on the 4th day. The pt is mentally disabled. Pt was diagnosed with diabetes 6 months ago and placed on diet control. The family member stated that pt has not followed the diet orders and eats "what pt wants." Pt has not been treated with insulin or oral diabetes medication at home. The reported meter stopped operating "several weeks ago." The family member replaced the meter battery and tried to test pt with it multiple times over the last several weeks; however, the meter would not power on. "About one week ago" pt was acting "nervous", had blurred vision, and was sleepy. Their family member took pt to the ER. The family member stated that they would have taken pt to the ER earlier if they would have obtained a result of 200 mg/dl or greater on the meter. The ER doctor did not test their blood glucose level. The doctor gave them an insulin injection of "10 or 15" and sent them home. The customer care rep (ccr) confirmed that the battery had recently been replaced and was correctly installed. The ccr walked the family member through pressing the power button; the meter did not power on. As the family member had not been able to test with the meter for several weeks, family member was not able to discern when the pt's blood glucose level reached 200 mg/dl. Family member was dependent on pt's symptoms to know when to seek treatment for their diabetes. As the doctor did not obtain a blood glucose reading at the time of concern, the pt's level of hyperglycemia was unk. However, pt experienced symptoms of injury due to hyperglycemia and required treatment with insulin. Based on the unresolved power issue, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The meter was replaced.